Event description:
It was reported that the needle pierced through the bd insyte-w¿ peripheral venous catheter while introducing it into the patient. The following information was provided by the initial reporter, translated from french: "I would like to inform you of a defect reported by a nurse from one of our elivie patients. 2 catheters concerned. 1 catheter insyte ail. 20g/30mm lot 2176969. 1 catheter insyte ail. 22g/30mm lot 2209621. When inserting the mandrel, the catheter does not follow. Presence of a catheter protrusion that does not allow insertion. No consequences for the patient. The idel put back a catheter with a model that she had in her stock.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: our quality engineer inspected the 5 photos submitted for evaluation. The reported issue of peelback was not confirmed but a failure of needle through catheter was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. Examination of the actual product involved may provide clarification as to the cause of the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.